Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an exposed wire on the black cable and the bend relief on the black cable was also starting to deteriorate. The controller was exchanged due to exposed wires.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: broken bend relief in the white power cable. The reported event of exposed wires on the black power cable. And degradation of the black power cable bend relief was confirmed. The system controller (serial number#: (B)(6)) was returned with a cut in the black power cable near the strain relief on the connector side of the cable. The inner wires were exposed at the location of the cut and appeared intact. The bend relief on the connector side of the black power cable was also observed to be broken. The returned system controller passed functional testing. And successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The power cable damage did not affect the controller¿s ability to operate a test pump at the set speed. The damaged section of the cable was opened to inspect the underlying layers, revealing a green contaminate, consistent with fluid ingress beneath the outer jacket and minor kinks on several wires. No other physical anomalies were observed. The log file downloaded from the system controller contained approximately (B)(6) days of data ((B)(6) 2020, per the timestamp). The data in the log file did not indicate, any issues with the system controller. The driveline was disconnected on 01dec 2020 at 11:09:41 to exchange the controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit, while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed. And the records revealed, that the heartmate 3 system controller, serial number#: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿. And heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿. Explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (IFU) section 2, entitled ¿system operations¿. And heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿. State that the heartmate 3 system controller must be kept dry and away from water or liquid. If these system components get wet, the system fail to operate properly, an electric shock could occur, and pump may stop. Section 10, entitled ¿safety checklists¿, provides the procedure for routine maintenance of the heartmate 3 left ventricular assist device, including the system controller and power cables. The patient handbook and the instructions for use, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.